Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
This is related to mfg report number 3004608878-2013-00155, based upon f/u info that was received from the customer. "Set screw leaving shards of metal in pt, set screw seems to be made of weak metal. I've witnessed this issue before." The customer noted: "it was not reported the other doc didn't think too much of it, so we didn't look into it. Then, when it happened again, I took action." Add'l clinical and device info has been requested by integra.